Event description:
Users of the model 3100a reported that the oscillatory pressure amplitude changed from 20 to 27 once, and 20 to 11 once for no apparent reason during patient treatment. The pt remained on the 3100a without compromise until another 3100a became available.